Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds which began to rise significantly a few months prior. There was also an increase in pacing impedance to high measurements and slightly diminished r-waves. A fracture was suspected and a lead revision was planned. The lead currently remains in use. No patient complications have been reported as a result of this event.